Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 0286419. Medical device expiration date: 30sep2023. Device manufacture date: 12oct2020. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter with bd vialon¿ foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: during the inspection before delivery to a customer, black fm was found in packages.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter with bd vialon¿ foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: during the inspection before delivery to a customer, black fm was found in packages.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-nov-2022. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received a total of eleven insyte autoguard 16ga x 1.16in. Five units were from lot number 0286419 and six units from lot number 1056951. Additionally, three photos were provided. Microscopic analysis discovered small foreign matter inside seven of the sealed packages. Three units from lot number 0286419 were confirmed for foreign matter and four units from lot number 1056951 were confirmed. None of the foreign matter was found embedded in the device. The units from lot number 0286419 (unit 1) displayed a black string like foreign matter, unit 2 had a solid black foreign matter near the barrel, and unit 3 had a solid black foreign matter on the barrel. The units from lot number 1056951 (unit 1) displayed a small orange foreign near the seal of the package. Unit 2 had a string like foreign matter, unit 3 had black grainy foreign matter and unit 4 had a solid black foreign matter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. This foreign material may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.